Event description:
According to the event description: user started using pump at 0030 hr and realise that when infusion was completed, the burette was still full at 0100 hr.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The following report is only based of the history log files because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial no. (B)(6). The uploaded history files were analyzed. According to the history file, the vtbi therapy on (B)(6) was finished. According to history, a vtbi of 52 ml were set at 00:29, and the therapy was started with a flow rate of 52 ml/h. The therapy finished at 01:00. The pump was requested for investigation in (B)(6), but the hospital did want to send the sample for a complete investigation process. Thus, no further investigation could be carried out. The defect could not be confirmed during the history analysis. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us, and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.